Event description:
A report was received that the patients ipg was not coupling consistently. The patient underwent an ipg revision procedure. No device malfunction was suspected. The patient was doing well postoperatively.